Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level ranging from 537 mg/dl to 560 mg/dl and a high level of ketones. Cause of elevated bg level was unknown. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER several hours later with no permanent damage; however bg was still high at the time of release (340 mg/dl). System check with tandem technical support confirmed that the pump was functioning as intended.